Event description:
The customer reported that the carbon dioxide absorbers on m1173310 medisorb¿ multi-absorber original, disposable as it absorbs, it turns purple and they usually last until the purple reaches the bottom at which point the anesthesia machine will alarm. At this time, no patient information reported.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.